Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device was missing the thumb latch. The device was returned with no battery. The device was found to visually and audibly alarm during alarm conditions. The device was able to obtain measurements with all the enabled parameters. The speaker's sound was crisp. The device was able to turn on and stay on for 22 hours at 35°c. The device was found to be functioning as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the device shutdown by itself after a couple of minutes. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device shutdown by itself after a couple of minutes. No patient impact or consequences were reported.